Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. As a result, defibrillation would not be available, if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
The customer stated that the device was tested internally. As such, the device was not returned to stryker for evaluation. The reported issue could not be verified or duplicated and a conclusive root cause of the reported issue could not be determined. The device remains in service at the customer.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. As a result, defibrillation would not be available, if needed. There was no report of patient use associated to the reported event.